Event description:
The rptr had a bilateral mastectomy in 1989; one side was done on 6/19/89, and the other on 8/3/89. She developed a post-op wound infection on the right side. In 6/94, the rptr had a feeling of left parasternal fullness. A chest film revealed a mass, which when compared with an x-ray of a yr earlier, showed that it had doubled in size. An MRI showed that the implants were not grossly leaking. A CT scan showed two lymph nodes which were 2.5 cm by 1.6 cm, in the left internal mammary chain. The rptr had a needle-directed CT biopsy which showed silicone and giant cells. The rptr was injected with fluroinated glucose after which a pet scan was done which showed the two lymph nodes. The rptr is to have surgery on 8/15/94, to determine if it is only silicone in the lymph nodes or if she has had a recurrence of cancer. A pet scan demonstrated positive activity in the areas of left internal mammary node chain. But again, it could not differentiate between neoplastic and inflammatory change. Because silicone lymphadenopathy involving the internal mammary nodes has not been described previously, these pathologic nodes were a potentially ominous sign representing a possible recurrent breast cancer. To overcome the problem of sampling error, a complete excision of teh entire chain of pathologic nodes would be required. The pt came prepared to undergo an open thoracotomy. After extensive consultation with surgical oncology, thoracic surgery and plastic surgery, the pt underwent a single-staage procedrue involving a videothoracoscopic excisional biopsy of the enlarged chain of internal mammary nodes, bilateral explantation of the gel prostheses, capsulectomy, and reconstruction using saline-filled implants. Intra-operatively, gel "bleed" was observed, although both implants were grossly intact. The histologic findings were consistent with a reaction to silicone compound. Touch preparations were placed on glas slides, and the material was submitted and the material was determined by infrared spectral analysis to be dimethylsiloxane. The infrared spectral analysis of these internal mammary lymph nodes shared identical spectral signatures from the explanted silicone prosthesis (fig 3). There was no evidence of malignancy.